Manufacturer narrative:
(B)(4). Batch #: u5f27v. Component code: mechanical (g04). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload had the knife exposed and the proximal 1 driver up and the remaining drivers down with staples present and a swing tab in the locked position. The device was tested for functionality with the returned reload and fired without any difficulties however, the staple line at the distal end showed that four staples were malformed. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties however, the staple line at the distal end showed that one staple was malformed when fired on the blue height selector position. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please reference the instruction for use for more information. No conclusion could be reach on what caused the condition of malformed staple. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open colectomy, the device could not be fired at the 1st firing of feea. The device was used on the jejunum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.